Event description:
The customer reportedly obtained a 253mg/dl and 123mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. The meter is not coded correctly. No adverse event reported. New system sent to customer and return requested. The customer does not have the code key for the strip vial.